Event description:
It was reported that bilaterally implanted pt was not hearing well on the right side. Hearing on the contra-lateral side was good. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.